Event description:
Customer initially called to ask for help accessing the memory of their meter. In further discussion, the customer stated that the readings they get on their meter are not coming in fully. The middle part of the numbers are not showing. A review of the system, over the phone, determined that the middle segment is missing from the display. The customer was asked to return the meter for eval and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.